Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and several shocks during the past few days due to sinus tachycardia, supraventricular tachycardia (svt) and rapid ventricular response (rvr). Also, this device had stored an episode of pacemaker mediated tachycardia (pmt). It appeared that the pmt algorithm terminated the rhythm. This product remains in-service. No adverse patient effects were reported.